Event description:
Boston scientific received information that this atrial lead was exhibiting no pacing, undersensing, loss of capture and impedance measurements greater than 2000 ohms. An x-ray revealed a lead fracture. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead is expected to be returned for testing.